Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined.

Event description:
During an svt/avnt procedure, a pericardial effusion was noted with echo and resulted in a pericardiocentesis being performed. The effusion was noted at the end of the procedure during post ep testing when the patient was restless. The perforation was located in the right ventricle and only the supreme catheter was inserted there. The physician alleges that the perforation occurred while manipulating the catheter in the post ablation ep study. The patient experience chest pain after. There were no performance issues with any abbott device.